Event description:
Luer slip disposable syringe with 27g x 0.5" needle used for heparin. Rn inserted needle subcutaneously and pushed medication, at this point needle disconnected from syringe and medication spilled on pt and was not delivered. Needle was still in pt while syringe was in nurse's hand.